Event description:
The pt ((B)(6)) received an scs system for back and leg pain. It was reported the pt experienced ineffective stimulation in (B)(6) 2012. The pt's lead allegedly exhibited invalid impedance readings but reprogramming resolved the issue. It was reported that more of the lead contacts exhibited invalid impedances and the pt subsequently lost stimulation. X-rays were inconclusive; therefore, the pt was taken to surgery to evaluate the issue. The physician noted the lead was fractured, and the lead was explanted and replaced on (B)(6) 2012. The pt reported effective stimulation as a result of the procedure. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.